Event description:
One cadd ms3 pump infused all of the cartridge contents of remodulin in one day instead of over 3 days. Patient not experiencing any side effects at this time. Replacement pump is being sent. Dose or amount 7.27 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use (B)(6) 2018 to current. Infusion is life sustaining. Patient will receive remaining dose from replacement pump. No reported adverse effects.